Event description:
It was reported to philips by biomed that the high voltage capacitor needs changing. Patient involvement is currently unknown. There was no adverse event to patient or user reported.

Manufacturer narrative:
Device not returned.